Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after changing an inset infusion set, with blood glucose over 300 mg/dl for several hours and approximately 200 mg/dl at the time of contact, and the user did not announce a meal due to high glucose. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education regarding infusion site management and advisement to replace the infusion set and select a new site away from previously used areas. Investigation included technical support review and user-reported troubleshooting. Investigation of this case revealed that the cause of hyperglycemia was unclear, with potential contribution from infusion site or set performance not confirmed. It was concluded that no device malfunction could be determined and that user will replace the infusion set and monitor glucose, with instructions to call back as needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.